Event description:
A report was received that the patient was explanted. No further details were provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, (B)(4), model description:artisan 2x8 paddle lead (lim), 50 cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.